Event description:
During a laparoscopic coectomy procedure, clip would not load automatically. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the instrument was received in good condition. The instrument was cycled, fired the remaining 15 clips conforming and locked out as intended. No anomalies were noted. No conclusion could be reached based on the analysis results as to what may have caused the reported incident.